Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 34 mg/dl. The customer stated that due to an illness and not eating enough food for the food-bolus that was delivered, the bg dropped. The customer's fiancée administered an insulin injection and the customer consumed carbohydrates to address the bg level. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.